Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a left tka. The surgeon could not get the poly to lock into the tray. A second poly was opened & implanted. A 15 minute surgical delay was reported. Doe: (B)(6) 2020; left knee.